Manufacturer narrative:
Catheter: model: 8731sc, serial# (B)(4), implanted: unknown, explanted: unknown. (B)(4).

Event description:
It was reported that the patient had a surgery to move the pump from one side to the other and implant a new catheter. Patient was getting some pain relief post surgery. A year later, a rotor and dye study were done and found that the catheter was not "placed properly". The patient's symptoms were pain and a decrease in relief. The patient had a following surgery to reposition the catheter. The pump was infusing dilaudid